Manufacturer narrative:
According to the customer, on (B)(6) 2025 after applying the hot compress for "about 20 minutes" the skin on his thigh had "huge blisters" and redness. The customer reported after the incident he called his physician who prescribed "silver sulfadiazine cream to be applied twice a day and covered with gauze". The customer reported the area healed in with the prescribed treatment in "about 4 weeks" but left "scaring". The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 after applying the hot compress for "about 20 minutes" the skin on his thigh had "huge blisters" and redness.

Manufacturer narrative:
Update to d4: lot number. Update to h6: type of investigation.